Event description:
The reporter contacted animas on (B)(6) 2012 alleging that beginning 6 months ago the backlight button would not respond to presses. Since then the other buttons have become intermittently unresponsive. The reporter indicated that the keypad is intact and not lifting, peeling or damaged. This report is being made based on the alleged keypad malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump on (B)(6) 2012 and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.